Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information the patient is alleging a dry throat in the morning and suspected that this is associated with the usage of the device. . The allegation has been assessed by a clinical expert and will be reported as a product problem only, as the events do not meet the definition of a reportable complaint of serious injury per the FDA regulations (21 cfr 803). There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete.